Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported urgent care visit, hypoglycemia and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the urgent care with blood glucose (bg) that dropped to 40 mg/dl and patient had bg over 500 mg/dl. The patient was reported to have had a seizure and was prescribed a antibiotic for biting their tongue. The pod was longer than 48 hours on the arm. The patient was discharged on the same day.